Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. In addition, multiple malfunction alarms occurred. The customer attempted to self-troubleshoot and the pump shut down as a result. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.